Manufacturer narrative:
The device history record for the reported lot number in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 27-nov-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
Concomitant medical products: medline patient circuit and a coviden shiley hi-lo oral/nasal tracheal tube cuffed. The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is in-progress. All information reasonably known as of 26-sep-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). The device was not returned.

Event description:
Avanos medical, inc. Received a single report that referenced four different incidences, which were associated with separate units, involving four different events. This is the first of four reports. Refer to 3011270181-2019-00040 for the second event. Refer to 3011270181-2019-00041 for the third event. Refer to 3011270181-2019-00042 for the fourth event. It was reported that the ventilator gave a breath and it [heat moisture exchange (hme)] popped off. The device was reconnected and it popped off again. There was no patient injury. Additional information received 06-sep-2019 stated the, "anesthetists were vigilant of their patients and ventilator cues and as soon as the product became unattached it was placed back on and once it happened on the next breath" the device was replaced. There was no reported injury. The device was replaced for a new one.